Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring was missing. Customer's blood glucose level was unknown. Customer stated the insulin pump had cosmetic damage. Customer stated that the insulin pump and reservoir does not show signs of physical damage. Customer reported that the reservoir unable to lock inside the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.